Event description:
The tip of thee introducer was "closed". The physician observed this defect before using the medical device in the patient.

Manufacturer narrative:
During product preparation of a 5.2f csi, the dilator was reported as "completely closed, no substance blocking". Appropriately, the product was not used. Product evaluation demonstrated a different failure. The user experience was unchanged; however, the origin of the failure was actually different than was reported. A non-sterile f5 sheath with the vessel dilator inserted was returned for analysis. The tip of the vessel dilator was found to be blocked with a yellow and sticky material. The taper of the vessel dilator had a nick at approx 3mm from the distal end. An ir test & compare analysis was performed on the yellow and sticky material. This revealed that the material was found to be mdx coating. Lot and catalog history reviews revealed that this is the first complaint of this type for this lot number to date and the first complaint of this type for this catalog number in the past six months. Manufacturing records were reviewed and no anomalies were found. Failure was confirmed and it can be considered a manufacturing related issue. Corrective actions were opened to address the issue.